Manufacturer narrative:
Device was used for treatment, not diagnosis. Arora, r., et al., (2007). Complications following internal fixation of unstable distal radius fracture with a palmar locking plate. J orthop trauma, volume 21(5). This report is for unknown synthes 2.4mm lcp distal radius plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, arora, r., et al., (2007). Complications following internal fixation of unstable distal radius fracture with a palmar locking plate. J orthop trauma, volume 21(5). This prospective protocol study conducted at 2 hand units at level 1 trauma centers consisted of 114 patients who were treated from 2003 to 2005 with open reduction and internal fixation (orif) using interlocking plate systems. There were 21 men and 93 women with a mean age of 57.4 years. This is report 15 of 15 for (B)(4). This report is for an unknown screw and refers to serious injury of 4 patients who developed extensor tenosynovitis because of screws penetrating the dorsal radius cortex resulting in removal of implant, 2 patients in which the extensor pollicis longus tendon was ruptured due to a locking screw penetrating the third extensor compartment and the device was explanted, 2 patients who experienced a rupture of the flexor pollicis longus tendon due to abrasion caused by a screw, which was no longer locked and observed to be protruding palmarly and the device was explanted, and 1 patient with intraoperative intraarticular screw displacement occurred which required arthroscopy to check if one of the screws was correctly placed and was repositioned.